Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer changed the infusion site to address the initial occlusion alarm; however, the alarm persisted after completing the infusion site change. System check with tandem technical support indicated that the blockage may have been located within the infusion site; however, no damage was observed on any infusion site. Reportedly the customer completed a 2nd site change and continued to use the pump for insulin therapy. Blood glucose was in the 300-400 mg/dl range.